Manufacturer narrative:
Additional information received from customer medwatch.

Event description:
Received a medwatch report: event desc: there have been functionality issues with the bifuse 5 inch connection sites with alaris small bore IV tubing sets- they have been reportedly leaking, breaking, and cracking on separate occasions. No patient harm has been reported.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported cracking and/or leaking at the bifuse female connection site which occurs only when connected to microbore tubing. There are no further details of this event, and no patient harm was reported.